Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient experienced low voltage advisories at least twice a day that did not resolve. The patient has damage to their driveline immediately upon exit from abdomen. They had a previous clamshell repair. The damage is proximal to the clamshell. The patient denied any audible alarms at the time. Log files were sent for review. The log file contained a few low power advisory's due to battery depletion all throughout the log file. At times the patient was waiting too long or waiting for the alarms to replace the power source. Despite the reported damage to the driveline near the exit and damage proximal to the clamshell, there was no evidence of any type of driveline electrical conductor issue in the log file. The damage to the percutaneous lead outer jacket was described as normal wear and tear. It was recommended to apply rescue tape to the percutaneous lead outer jacket tears. The low voltage alarms did not resolve. Otherwise, the log file captured routine events, there were no notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended. Previous clamshell repair: MFR #: 0002916596-2013-01598.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage of the driveline could not be confirmed as no images were provided by the account and no product was returned for evaluation. A specific cause for the damage could not be conclusively determined through this evaluation. The submitted log file captured contained events 21jun2024 through 01aug2024. The pump appeared to function as intended at the fixed speed throughout the duration of the file. The reported damage appeared to be cosmetic only. The patient remains ongoing on heartmate ii left ventricular assis system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary, use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.